Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a foreign material issue was encountered. It was reported there was white debris from the packaging itself on the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The bwi company representative confirmed that they had opened at least 9 soundstars which had this issue, mostly debris on the handle portion. Device evaluation details: the soundstar eco device was returned to biosense webster inc (bwi) for evaluation and evaluation has been completed. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. Also, the original package was not returned. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a foreign material issue was encountered. It was reported there was white debris from the packaging itself on the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The bwi company representative confirmed that they had opened at least 9 soundstars which had this issue, mostly debris on the handle portion. The issue of foreign material inside the packaging is an MDR reportable malfunction.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001206624 has nine (9) reports: (1) MFR # 2029046-2022-02472 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter); (2) MFR # 2029046-2022-02473 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter); (4) MFR # 2029046-2022-02475 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter); (5) MFR # 2029046-2022-02476 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter); (6) MFR # 2029046-2022-02477 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter); (7) MFR # 2029046-2022-02478 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter); (8) MFR # 2029046-2022-02479 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter); (9) MFR # 2029046-2022-02480 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter).